Manufacturer narrative:
G3, h2, h3, and h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the mi z handle acet reamer is broken. The instrument is broken at the knuckle and shows excessive wear which causes it to not properly function. A review of complaint history for the listed part revealed prior complaints for the listed failure mode. The lot is unknown for this device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. D8 and d9: device returned. G2: report source update. G4: add 510k code.

Event description:
It was reported that, during thr surgery, a mi z handle acet reamer was noticed to be broken at the knuckle/hinge. As reported, the instrument broke outside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.